Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.3 and 5.2 inr. The corresponding lab result reported was 1.7 and 3.9 inr. These are two different pts. The second pt is a male.